Manufacturer narrative:
Updated information: d1 brand name updated. D3 MFR fax number updated. D4 serial and UDI numbers updated. H6 component code changed to g07003. The investigation for the major bleed has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 60-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage d shock. Upon opening the impella cp packaging, the clinical team discovered a missing introducer kit, including both the 14 fr short and long sheaths, despite the product being sealed and unopened. A replacement kit was requested, and all related products were identified for return. This packaging issue occurred prior to device use and did not involve the pump itself. A second event involved major access site bleeding noted after arrival to the ICU. The patient had recently received heparin in the cath lab and was coughing while mechanically ventilated, contributing to site disruption. Bleeding occurred at the impella sheath insertion site, with act measured at 204 seconds. Interventions included dressing changes, manual pressure, and transfusion of 1 unit of packed red blood cells (prbcs), with hemoglobin decreasing from 16 g/dl to 13 g/dl. Hemostasis was ultimately achieved, and the patient remained on impella support. The introducer had been peeled away outside the body, and angle matching was confirmed. Based on the available information, the packaging issue represents a manufacturing related missing component event unrelated to device performance. The access site bleeding is consistent with known procedural and anticoagulation related risks of large bore femoral access in the setting of recent heparin administration and patient movement. There is no evidence of impella pump malfunction, and the device continued to function as intended.